Manufacturer narrative:
Date of event: (B)(6) 2017 the explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg would not hold its charge after having a non-device related surgery. It was also reported that the physician assumed the electrocautery used was the reason for ipg malfunction. The patient underwent an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).